Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the unit was found to have an unstable motor speed, damaged cable insulation, was out of calibration at the zero reading, and the position of the control bar was not correct. The motor and plug harness assembly were replaced and the device and position of the control bar were recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit was faulty. Due diligence is complete and no additional information is available. At product evaluation investigation the unit was found to have an unstable motor speed. No adverse events were reported as a result of this malfunction.